Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes when connected to a competitor's lead, the device exhibited a problem with pacing and sensing in the atrial channel.